Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. The fault was determined to be an electrical connection failure. The blade was plugged into a test monitor and the monitor was powered on; the image was good. The blade was physically flexed and the image cut out. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope gvl 4, the image was lost when the blade was hyper-flexed at the curve. No delay in the procedure was reported though it was noted that another blade was utilized to complete the intubation. No harm to patient or user was reported.